Manufacturer narrative:
During follow-up regarding the reported event, the steris service technician was able to confirm that no injuries or procedural delays or cancellations occurred.

Manufacturer narrative:
A steris service technician inspected the surgical light and found that the bottom of the canopy detached; no damage was observed. The technician also observed that one of the screws to secure the canopy was missing. The technician reattached the canopy and replaced the missing screw. The lighting system was returned to service. No additional issues have been reported. A follow-up report will be submitted if additional information becomes available.

Event description:
The user facility reported that during a patient procedure the lower cover to the bottom of the canopy on their harmony surgical light detached. It is unknown if an injury occurred due to the reported event or if procedural delays/cancellations were reported.